Event description:
Cpi received information that this implantable cardioverter defibrillator (ICD) produced a `device malfunction' error message during interrogation, in preparation for implantation of the device.